Event description:
Device malfunction: unknown (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted a bi-lateral arteriotomy closure of the right and left common femoral arteries after an interventional procedure. Reportedly, the clips were deployed but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 - starclose se (part#14679-01; lot# 69093-6h), is being filed under medwatch report #2953144-2009-00031.